Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-07857.

Manufacturer narrative:
The lead was not explanted as initially reported.

Event description:
Additional information received identified the lead was not explanted as initially reported. The physician implanted a new to address the issue, but left the original lead still implanted in the patient.

Event description:
Related MFR report: 1627487-2019-07857. Follow up information received identified surgical intervention was taken and the patient's scs lead was replaced with a new one. The scs ipg was moved to another location as well. Stimulation therapy was successfully restored and the issue addressed.

Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-07857. It was reported the patient experienced loss of stimulation therapy from the scs system. A system impedance check showed multiple lead contacts with high readings. The physician suspected lead damage due to possible movement of the patient's scs ipg. Surgical intervention may be taken to address the issue.